Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drips exit the infusion set tubing. Reportedly, the customer connected to the pump and resumed insulin. The customer stated blood glucose level went up to 250 mg/dl and was addressed with a correction bolus. The customer changed supplies and resumed insulin delivery.